Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4). At 1:40 pm, the result from the meter was 6.9 inr. At 1:42 pm, the result from the meter was 6.5 inr. At 2:42 pm, the result from the lab was 3.3 inr. On (B)(6) 2018, at 1:40 pm the result from the meter was 4.7 inr. At 2:10 pm, the result from the laboratory was 2.6 inr. The customer did not know the reagent used at the laboratory. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The patient had no anemia, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors, no bleeding or bruising, and no changes in diet or medication. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.